Event description:
Surgery was delayed due to an inability to connect the lag screw retaining rod to the driver and screw.

Manufacturer narrative:
The weld fracture of the instrument most likely occurred due to torsional overload.